Manufacturer narrative:
Device evaluation the evo-10-11-6-b device of lot number c1212762 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had pancreatic cancer. The cause of the stent obstruction was reported to be due to tissue or tumour overgrowth. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. As per medical advisor input the device did not cause or contribute to the biliary obstruction, however this file was conservatively opened from a regulatory perspective. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was implanted on the (B)(6) 2016. The patient experienced recurrent biliary obstruction 204 days post procedure, the patient required the placement of a new stent as a result of this occurrence and it was reported that the patient recovered/stabilised following this. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device. Patient death was reported on the (B)(6) 2017, the cause of death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to completion of the investigation on 09-jan-2025.

Event description:
(B)(6) 2016 date of first implant procedure not documented were due to pancreatic cancer. Stent placed side-by-side with another stent. No adverse events related to the procedure. Patient received radiation. Re-current biliary obstructions (B)(6) 2016. 204 days post procedure. Due to tissue or tumor overgrowth. Treatment endoscopic intervention new stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Neoplasm progression (B)(6) 2017. 543 days post procedure. No treatment. Patient death (B)(6) 2017. Due to primary disease progression. The reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2017, the patient died of primary disease progression.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.